Event description:
It was reported that the intermittent catheters had uneven hydrophil coating. Some parts of the catheter body appeared dry before use.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters had uneven hydrophil coating. Some parts of the catheter body appeared dry before use.